Event description:
It was reported the patient underwent a hip revision approximately 1 year post implantation due it was reported defective screw holders of the pole cap screwdriver. During investigation with product return, the ring at the tip of the instrument has fractured off and the clamping ring is missing. No patient involved. No surgical delay. Surgical technique utilized. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2 report source: germany. The setting instrument has been returned for an investigation. The ring at the tip of the instrument has fractured off and the clamping ring is missing. Both rings were not returned. A review of the device manufacturing records confirmed no abnormalities or deviations.the device is manufactured according to drawing specification revision d. No complaint history is required per complaint investigation procedure, as the failure mode was previously investigated as part of CAPA that resulted in a change to the design. The setting instrument was manufactured before the implementation of design revision e based on the returned device, the reported event can be confirmed. The design of the instrument and/or conditions of use might have potentially caused or contributed to the reported issue. However, based on the given information and results of the investigation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.